Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and failed due to usb pin from j3 are damaged. Receiver charged and boot test were performed and failed due to usb pin from j3 are damaged. Functional test not performed due to receiver could not boot up and or communicate with tester. The receiver case was opened for an internal visual inspection and it passed. The receiver data log could not be downloaded due to usb pin from j3 are damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.